Event description:
User received questionable results for digoxin on the integra 800 analyzer. The event involved one patient sample which gave discrepant results. The initial result for digoxin gave > 5 ng/ml. This result was accompanied by a data flag. The sample was repeated with dilution yielding a digoxin result of > 10 ng/ml. This result was accompanied by a data flag. The user said they reported outside the laboratory a digoxin result for this patient sample of > 7.86 ng/ml which they determined was the upper limit linearity for the digoxin assay. The doctor called the lab questioning the digoxin result, and requested the patient be redrawn for repeat testing. A second sample was collected from the patient and tested giving a digoxin result of 1.8 ng/ml. The user repeated the initial sample without dilution which yielded a digoxin result of 1.8 ng/ml. The digixon result of 1.8 ng/ml was believed to be the correct result. User said the patient was not treated based on the initial result reported. The digoxin reagent lot number was 62633601. The field service representative determined there was fibrin in the sample probe from patient sample. Performance tests were run which passed successfully giving results within specification.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The patient sample was provided for investigation. A significant amount of fibrinous material was observed in the returned sample. After centrifugation to clear the sample of this material, a digoxin result of 1.80 ng/ml was generated for the sample. This result is equivalent to the result reported by the customer for the redrawn sample from the patient. The initial result was accompanied by a "rr" flag, which indicates the results are outside of the range of the assay and therefore invalid and should not be reported. The patient was not treated based on the falsely high result.